Event description:
It was reported that the inflatable penile prosthesis was infected and in turn the patient experienced discomfort and was unable to pump the device. The patient underwent surgery to remove and replace the device with a malleable prosthesis. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.